Manufacturer narrative:
Exact date unknown, event occurred 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.